Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified 550cc mentor gel breast implant and experienced left-sided breast pain and rupture postoperatively. Initially, the patient experienced discomfort in her left breast and had a consultation with a healthcare professional. MRI performed in (B)(6) 2020 indicated rupture. The event date was estimated as (B)(6) 2020 based on available information. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
Additional information received on august 08, 2023 indicated that the patient scheduled for removal on (B)(6) 2023. Reason for device explant and/or reoperation: rupture, and pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on october 23, 2023, patient scheduled for bilateral replacements with cat: shpb740 on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on december 22, 2023, indicated that the patient suspect device identity is as follow: cat: 3505501bc, lot: 5740912. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 8, 2024 indicated that the patient underwent bilateral replacements as follow: left: reference shpb-635, serial (B)(6), right: reference shpb-635, serial (B)(6) the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4) follow up 2 mistakenly reported incorrect date of removal. The correct date is (B)(6) 2023.

Manufacturer narrative:
Device evaluation completed on january 17, 2024. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 550cc breast implant was found to be ruptured. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Note: two devices with the same lot number were received ruptured, contact states that only one was ruptured and both sides were send. Therefore mentor analyzed both devices and will report both. Manufacturer¿s reference number: (B)(4).